Event description:
It was reported that the patient underwent a three-level alif at l3-s1 using rhbmp-2/acs and depuy branigan interbody devices supplemented with posterior fixation instrumentation. The alif was performed via a left-sided approach. Local bone was reportedly placed posteriorly. The patient reportedly did well for the first few months, but presented in late march with a grape size fullness in her left flank. Family doctor performed a CT which showed a fluid accumulation that connects to the anterior interbody area, extending retroperitoneally so that it spans the site, where the device insertion took place and extends from the spine into the left flank. The patient reportedly underwent a needle aspiration to drain serous fluid.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of event.